Manufacturer narrative:
The field service engineer (fse) troubleshot the issue over the phone which led to the discovery that the flow cell sample line had popped off causing the leak. The fse assisted the customer in the removal and cleaning of the distribution valve and reattachment of the sample line resolving the leak and the latron recovery issue. (B)(4). Customer resolved the issue.

Event description:
The customer reported obtaining "latron" out of range on the dxh 800 instrument. Upon further investigation the customer observed approximately 5mls of clear fluid dripping from an unknown source and contained within the instrument. No erroneous patient results were generated in connection with this event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.